Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported, the patient experienced a return of symptoms of baseline pain. A confirmed motor stall noted occurred in 2009 @ 3:26, a stopped pump period may exceed tube set occurred 2 days later @ 3:26 with no motor stall recovery recorded in event logs. The patient heard a critical alarm go off at 2:30 am on the initial day of stall. No MRI or other emi was reported but, per the patient's wife, a severe electrical storm the previous evening and a lightening bolt had actually struck their back porch. The patient was unaware of that because he was asleep. No studies were done. The pump was replaced. The drugs in the pump were ms04, clonidine, and marc. The patient recovered without sequela.